Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn(B)(6)) displays a "replace battery warning" when the autopulse li-ion battery is inserted. According to the customer, the reported issue is intermittent and occurs with multiple known good li-ion batteries. The customer stated that sometimes the autopulse platform works without issues with the same battery that has been used previously at the time of the reported issue. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform ((B)(6)) displays a "replace battery warning" when the autopulse li-ion battery is inserted was confirmed during the archive data review and functional testing. The battery cable connector from the battery compartment to the jp9 connector on the pdb board was cleaned and reset to address the reported complaint. The archive data indicated multiple user advisory 03 (error communicating with battery controller) around the reported event date related to the reported complaint. The autopulse platform failed functional testing using the large resuscitation test fixture (lrtf), confirming the reported complaint. The battery cable connector from the battery compartment to the jp9 connector on the pdb board was cleaned and reset to address the reported complaint. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 15 minutes with good known test batteries without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(6).